Event description:
Please see initial report.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the device performed a reboot on june 8, 2019 at 8:37 pm and several alarm messages concerning "mv low" and "mv high" were posted. In case the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit is triggered. The emergency-breathing valve opens to ambient allowing for spontaneous breathing. Audible alarms are posted to inform the user about the problem. However, manual ventilation with an alternative device may be considered necessary. It was found that the device performed a restart, however it was not possible to find out the root cause. The device performed a restart and posted alarms according to the set ventilation parameters. After successful reboot the cockpit infinity c500 posted the alarm message «ventilation unit restarted», according to specification. The dräger service already replaced the pba m16.2 and performed a device test. Other than initially reported a problem with the flow sensor could not be confirmed. Field quality data are monitored and assessed by workstation critical care product quality board. The number of similar cases, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation was just started. The results will be transmitted within a follow-up report.

Event description:
It was reported that the device failed whilst ventilating a patient, device alarmed red and gave a high pitch noise then alarmed flow sensor. No injury reported.